Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed to infuse. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.